Manufacturer narrative:
One pump was received at the investigation site with a damaged lens and noted there to be debris in the port. Reported issue was able to be duplicated. The corrective action included removing debris from the usb port and the pump was functional. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The root cause of the reported event could not be determined by the evaluation. No information has been received to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Event description:
It was reported that the computer would not recognize the device. No patient injury was reported.